Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Device inspection by olympus singapore pte. Ltd. Confirmed followings; the ccd unit was out of order. Due to this failure, the endoscopic image was not displayed. The coupler unit was corroded. Device history record review indicates that the device was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Based on the coupler corrosion, olympus medical systems corp. (Omsc) assumed that the reported event was caused by following flow; moisture entered the inside of the camera head by the wrong reprocessing method. Moisture broke the electronic circuits inside the device. A broken electronic circuit caused poor communication with the video processor. Due to poor communication, the endoscopic image was not displayed. The instruction manual provides preventive measures against the reported failure mode. If significant additional information is received, this report will be supplemented.

Manufacturer narrative:
Olympus inspected the device at the service department of olympus (B)(4) and found followings; the reported event was reproduced. The endoscopic image was not displayed. The device failed with the inspection items "checking signals", "checking endoscopic image on the monitor", "checking image quality" and "checking operability". The exact cause of the reported event has not yet been identified by legal manufacturer olympus medical systems corp. (Omsc) for this device. If significant additional information is received, this report will be supplemented.

Event description:
A customer reported that the endoscopic image blacked out during a preparation for use. There was no report of patient injury associated with this event.